Event description:
It was reported that the shaver hand piece is defective. During use it gets hot. There was no harm for patient, operator or third party reported. ***update swit 07-nov-2022: the shaver failure occurred during a procedure. The procedure was completed with another shaver hand piece. No one was harmed. No further information was provided by the customer.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the shaver hand piece is defective. During use it gets hot. The reported event was partly confirmed. The service evaluation revealed that the device has no function due to a short circuit of the motor and a worn out cable. However, it was not observed that the device gets hot during use.